Event description:
It was reported that an infusion of magnesium sulfate 2gm was programmed via interoperability to infuse over two (2) hours. During interoperability programming the clinician received an interoperability communication error which was not recognized by the clinician. At the time of the communication error, normal saline 1000cc was intended to run. Patient complained "burning in IV, feeling like was going to pass out. Nausea and double vision.". Electrolyte protocol was administered to the patient. Magnesium measured "mag 1.7". Customer reported human error in programming as a result of not associating the medication correctly during interoperability process.

Manufacturer narrative:
Omit :c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,b,c,d,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that an infusion of magnesium sulfate 2gm was programmed via interoperability to infuse over two (2) hours. During interoperability programming the clinician received an interoperability communication error which was not recognized by the clinician. At the time of the communication error, normal saline 1000cc was intended to run. Patient complained "burning in IV, feeling like was going to pass out. Nausea and double vision.". Electrolyte protocol was administered to the patient. Magnesium measured "mag 1.7". Customer reported human error in programming as a result of not associating the medication correctly during interoperability process.